Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation and deflation difficulties were not confirmed as the returned device was able to be inflated and deflated within specification. The reported resistance with the introducer sheath could not be tested due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation and deflation difficulties; however, the resistance with the introducer sheath during removal was likely due to the failure to fully deflate the balloon. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter advanced to the superficial femoral artery (sfa), moderately calcified lesion. Balloon inflation was performed at the lesion site for 2 minutes. Following, the balloon was unable to deflate. The device was difficult to remove through the sheath; however, was able to be removed. Once outside the patients anatomy, the dilatation catheter was tested. This time, the balloon could not inflate. There was no other device issue noted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.